Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and it is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 29, 2024.